Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was found on the keypad traces, electronic assembly, or motor. No cosmetic damage was noted. The insulin pump passed the displacement, rewind, basic occlusion and prime tests. The insulin pump was received stuck in a motor error alarm during bolus or basal delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was exposed to fluid/moisture. Customer stated she jump in the pool. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.